Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained test strips. Visual inspection was performed on returned meter. No issues observed. Meter did not power on with button depression or with strip insertion. The return meter was disassembled. Visual inspection was performed on the circuit board and no issues were observed. Extended investigation has also been performed. The returned dn2 transient suppressor was placed into a new unsed meter and the meter did not power on. A new unused dn2 transient suppressor was placed in the returned meter and the meter successfully powered on. Inspection of the returned battery's pcb (printed circuit board) observed that the battery terminals were shorted which causes the meter to draw an excessive current. The dn2 transient suppressor is responsible for protecting the meter against over-voltage conditions and is connected directly to the battery terminals. Therefore, it has been determined that the issue is confirmed due to a fauly dn2 transient suppressor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.